Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead had high impedance, no capture, and possible undersensing resulting from a suspected fracture. The rv lead was repositioned multiple times with the same measurements and then the physician noted a possible kink in the lead body. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was noted that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.